Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a raw and bleeding wound with a rash. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist recommended an antifungal cream. Patient¿s nurse applied a cream to the area and the doctor advised to temporarily remove the lifevest and referred wound care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.